Event description:
The manufacturer switched me from libre 2 to libre 3 plus to monitor my blood sugars. I receive 2 a month lasting 15 days each. I have received 6 since the switch. 4 of the 5 I have used have been defective/possibly dangerous. The first 2 both injected, but did not detach from the applicator. I assumed maybe they got hot in shipping and it affected the adhesive. Got 2 more...the 3rd one attached and worked well but fell off 2 days early. The libre 2 never detached early. The 4th did not attach just like the first 2. The 5th attached, but there is a hole in the middle of the circle where I bled approximately 15cc of blood over the next 10 minutes after application. I thought about removing it in case that opening in the center might create an infection, but the bleeding through the hole did eventually stop and the monitor seems to be working at reading my blood glucose level. I have one left that I have not used yet. I never had any problems using the libre 2 for the past several years, so this is a design flaw or something in the libre 3 plus. Pt: 1888. Device: 4010, 1068, 2907, 2385. Ref: mw5187891, mw5187892, mw5187893, mw5187894.